Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis anesthesia system (pas) did not power on. The field service engineer (fse) powered on the station and found that it failed the system power test and would not switch back to ac power. Diagnosis indicated a failing pas power supply. The fse replaced the pas power supply with a new unit, after which the system booted normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user stated that the station went offline and had issues reconnecting. There were no adverse events or injuries reported based on this event.